Manufacturer narrative:
Ps416937 corrected data: g1 product background: the opt980 optiflow + mask interface adapter is a patient interface used for delivery of humidified respiratory gases and allows for the connection of a heated breathing tube to a standard vented face mask or to a patient's tracheostomy. The interface includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's interface. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and are also compatible with the fisher & paykel (f&p) mr850 and 950 humidification system devices. The airvo 2 device is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint opt980 optiflow + mask interface adapter was received at f&p in new zealand for investigation, where it was visually inspected. Our investigation is based on our evaluation of the subject device, information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the opt980 optiflow + mask interface adapter revealed that the tubing was stretched and torn. The film of the tubing was wrinkled which indicates the damage was consistent with an external force being applied to the tubing. Conclusion: our investigation was unable to determine the cause of the observed damage to the opt980 optiflow + mask interface adapter. Based on our knowledge of the product the tubing was likely subjected to excessive force. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt980 optiflow + mask interface adapter would have met the required specifications. The user instructions which accompany the opt980 optiflow + mask interface adapter show in pictorial format the correct placement and fitting of the interface, including ensuring the lanyard and tubing clip are appropriately attached. The user instructions also state: - "attach breathing tube clip to a secure location (e.g., clothing or bedding) to support the interface." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt980 optiflow + mask interface adapter was found damaged during use. There were no patient consequences.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt980 optiflow + mask interface adapter was found damaged during use. There were no patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt980 optiflow + mask interface adapter is a patient interface used for delivery of humidified respiratory gases and allows for the connection of a heated breathing tube to a standard vented face mask or to a patient's tracheostomy. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the f&p mr850 and 950 humidification system devices. The airvo 2 device is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The interface includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's interface.